Event description:
Info was received that the 35 cm bipolar myocardial pacing lead was capped during a procedure to upgrade the ICD. No reason was stated. There were no additional adverse effects reported.